Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of stenosis is listed in the xience pro everolimus eluting coronary stent systems instructions for use IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, titled "the use of bioresorbable vascular scaffold absorb bvs® in patients with stable coronary artery disease: one-year results with special focus on the hybrid bioresorbable vascular scaffolds and drug eluting stents treatment."

Event description:
It was reported through a research article, identifying the xience pro stent delivery system, that may be related to the following: restenosis, revascularization and re-hospitalization. Details are listed in the article, titled the use of bioresorbable vascular scaffold absorb bvs® in patients with stable coronary artery disease: one-year results with special focus on the hybrid bioresorbable vascular scaffolds and drug eluting stents treatment.